Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's medical history includes status post failed back surgery, foot drop, chronic pain syndrome. Patient was implanted in february, had a fall in april, and as of yet, has not received the relief, she had with a trial. The patient's foot drop contributed to the fall as they were walking through the house without a brace, the patient caught her foot and fell. An x-ray was taken and pins readings were done. Leads do not seem to have moved since implant. Electrodes three and eight show possible shorts. The manufacturer representative programmed through and around them. Patient has three groups and will evaluate each for four days with one day off in between. Patient also stipulates that she has not gotten the relief, she has desired from her permanent stimulator. While she does state she has relief 10-20%, as compared to her trial where she had 70% pain relief. She has been reprogrammed in standard dtm protocol. It is unknown if the issue has resolved. Surgical intervention was not planned or performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.